Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a follow-up in clinic. The right ventricular (rv) lead exhibited pacing failure and other anomalies. It was confirmed that the lead was abraded and damaged by the stent, which was implanted in the superior vena cava. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that lead exhibited noise. It was suspected svc stent and lead rubbed and damaged at the location and the damage caused the noise.

Manufacturer narrative:
A partial distal portion of the lead was returned in one piece measuring 43.0 cm. Visual inspection did not find any anomalies or abrasion to the outer insulation except for procedural damage. The reported events of noise and loss of capture were confirmed. Hipot test failed electrical shorting. The inner insulation was found abraded at 5.0 ¿ 5.1 cm and at 5.2 ¿ 6.0 cm from the distal tip. The cause of noise and loss of capture was due to inner insulation abrasion exposing the inner coil. All other damages were consistent with procedural damage.